Manufacturer narrative:
The insulin pump was received with severely scratched display window, cracked case at display window corners, cracked reservoir tube lip. No crack on reservoir tube window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of many scratches on the display window and cracks near the reservoir window. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.